Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use a iphone with ios version 16.1.1 operating system and app version 2.10.2.7677. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, "severe hypoglycemia", "fell", and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement with result of 29 mg/dl, prior to providing third-party treatment of unspecified "intravenous infusion" for a diagnosis of hypoglycemia. Additional, customer reported es recommended they go the hospital for an echocardiogram (echo) which the customer did; no results provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use a iphone with ios version 16.1.1 operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, "severe hypoglycemia", "fell", and was unable to self-treat, requiring unspecified third-party treatment by a non-healthcare professional prior to contact with emergency services (es). Upon arrival, an es healthcare professional performed a blood glucose measurement with result of 29 mg/dl, prior to providing third-party treatment of unspecified "intravenous infusion" for a diagnosis of hypoglycemia. Additional, customer reported es recommended they go the hospital for an echocardiogram (echo) which the the customer did; no results provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a france customer. This is same/similar to us freestyle libre 2 ios application part number 71926-01. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.